Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for fastening, the inserter needle came off of the applier and fell into the joint space. The device was easily retrieved from the body, and the surgeon employed other same devices to complete the procedure without further issue or harm to the patient. Also see associated MDR 1221934-2012-00287

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting receipt of complaint device.

Manufacturer narrative:
Fifty seven days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.